Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the pt recently showed high lead impedance on diagnostics performed. There are no reported adverse events. The pt's generator is also believed to be approaching an end of service condition. There has not been a decision made on the lead and/or generator revision at this time. Good faith attempts to obtain additional info are still in progress.